Manufacturer narrative:
We received one 746f8 catheter with attached monoject 1.5cc limited volume syringe without the packaging for examination. The reported event of " hair in the catheter when the seal cover was removed" could not be confirmed. The catheter was received in the decontamination lab without any packaging or tray. No hair was found when examined by the decontamination lab personal prior to decontamination. Post decontamination the catheter was examined and no hair or any form of contamination was found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. The catheter body was free of kinks or indentations and the returned syringe functioned normal. A review of the manufacturing records indicated that the product met specifications upon release. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that there was a hair in the tyvek packaging tray when the seal cover was removed. It was further indicated that all the staff were donned in surgical apparel. No patient complications were reported.